Event description:
Medtronic received information that the surgeon over-tightened the cinch mechanism on the first valve resulting in the cinch mechanism breaking. The valve was not implanted. A new valve of the same size and model was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Description of the event problem corrected. Patient and device coding corrected. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a valve of the same size and model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the surgeon over-tightened the cinch mechanism on the first valve resulting in the cinch mechanism breaking. The valve was not implanted. A new valve of the same size and model was implanted instead. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.